Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed to provide a diagnoses from the 12 lead ECG. There was no patient harm.

Manufacturer narrative:
.